Manufacturer narrative:
The device was returned with the stent deployed, the lock not engaged and the catheter tip 2 1/2 inches distal of the sheath. The catheter tip had cracks and gouges and the distal end of the sheath was stretched and torn indicating the tip had been forcefully retracted into the sheath. During testing the thumb knob was turned without retracting or extending the sheath. The inner core was found severely kinked at its proximal end. Evaluation indicates the device was rotated counter clockwise past the stop point of the knob causing the inner core to kink and twist. It is unknown if this occurred before or after the stent was deployed. This type of damage occurring before deployment of the stent would shorten the inner core and create a partial deployment condition. The IFU (instructions for use) cautions that if unusual resistance is felt during deployment the thumb knob is to be turned counter clockwise, relocked and with drawn. The condition of the returned device indicates that the experience of partial deployment is related to operational context. However, the root cause could not be determined. No malfunction was detected. Review of the device history did not produce any findings relevant to this investigation.

Event description:
Device malfunction: partial deployment, difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in a heavily calcified superficial femoral artery, the stent did not deploy fully. This prevented the delivery catheter from being removed as it got stuck on the outer sheath. The physician did not perform pre-dilatation. After gently trying to pull the device out, the catheter was re-sheathed and was able to be pulled out. Post dilatation was done. A second xceed and two absolute stents were used with no problems. No additional information available.